Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. It was reported that the patient had called to inquire about MRI compatibility for back issues they were having. Reviewed this information with the patient and asked the patient if the "back issues" were thought to be related to the device/therapy and the patient stated "I don't think so, but it is also in the same area where the implant is" and that they could feel the ins around the area where the pain was. The patient further clarified the "back issue" and reported that probably about a month ago, they started having back issues and they went to their managing health care provider because they "couldn't walk or anything" and they sent the patient to physical therapy. The patient stated the physical therapy had been working a little bit for them but the physical therapist pointed out to the patient that their pain was in the same area as the implant. The patient stated they no longer needed the therapy and that their "problem" (for why they got the device implanted) had been taken care of for several years now so they were going to reach out to their managing health care provider (hcp) to discuss removal of the system. The patient stated the neurosurgeon who they saw for the back issues and who ordered the MRI told the patient to check with the manufacturer to see if their system was MRI compatible and if it was, the patient could go to them to get the MRI scan but if not, the patient should see their managing health care provider (hcp) to take care of the device/therapy first. No further action was taken.